Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead exhibited farfield oversensed of right ventricular (rv) activity due to aai operation, as there had been no cross chamber blanketing periods applied. The technical services consultant suggested that in response to this issue that either nothing be done or to perform a threshold test in ddd. To date, information suggests that this transvenous ra lead remains actively in service without further issue.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.